Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. During preparation of an 8.0 x 80 75cm mustang¿ balloon catheter, the balloon was inflated at 20 atmospheres; however, the balloon ruptured. The device never entered the patient's body and the procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status was stable following exam.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 3mm proximal to the proximal end of the proximal markerband and extending approximately 50mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. During preparation of an 8.0 x 80 75cm mustang balloon catheter, the balloon was inflated at 20 atmospheres; however, the balloon ruptured. The device never entered the patient's body and the procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status was stable following exam.